Event description:
It was reported that the ventilator was getting resets while connected to a patient. When the customer tested the ventilator, it had a couple of resets within a half an hour. No patient harm reported.

Manufacturer narrative:
Na